Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, it was reported that during surgery a week before, the tip of the pedicle probe broke within the pedicle of the bone. The tip of the instrument was extracted from the pedicle, contributing to a 2-3 minute delay in surgery. The surgeon was performing a lumbar fusion. There was no report of patient injury.